Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent r-wave oversensing noted on high rate non-sustained stored electrogram (egm) for the right ventricular (rv) lead. Also, there was potential atrial undersensing noted during anti-tachycardia pacing (atp) therapy on the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead has chronically low amplitude p-waves and there was intermittent atrial undersensing noted on presenting egm (electrogram) and stored at/af (atrial tachycardia/ atrial fibrillation) egms. The atrial lead remains in use.